Event description:
Device malfunction: partial deployment. Time of malfunction: while loading the stent system into the sheath. Symptoms/ae: none. It was reported that while advancing the xceed stent system into the sheath, outside of the patient, it was noticed that the stent was partially deployed. Another xceed stent was used to successfully complete the superficial femoral artery procedure. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.